Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. However, when verifying the power supply one voltage, it was found that it was out of spec. It was readjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system was unable to take exposure shots. The site stated that the system was not stable and they were missing dosage on the system. The site had tried to take spin, but was unsuccessful. The site had rebooted the system three times. The procedure was completed without the use of the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than on hour due to this issue.